Event description:
The customer reported that after unloading the patient from the patient support, the patient support was free floating. The philips field service engineer (fse) confirmed that there was no harm to the patient, operator, or bystander. The fse determined that the service latch was not engaged and became loose. The fse re-secured the service latch to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6) hospital of (B)(6), reported that after unloading the patient from the patient support, the patient support was free floating and the gantry wouldn¿t turn on. There was no report of any harm to the operator, patient or bystander during the incident. The system was in clinical use at the time the issue was discovered. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. The fse determined that the service latch became loose and was not engaged. The fse re-secured the service latch and rebooted the system to the wall to resolve the issue. No other service latch complaints have been received from the customer after the service latch was re-secured. After the fse¿s service, the system is working as specified. The activities performed by the fse is documented in a service work order. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the subframe, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/unloading. If the subframe is not latched to the base, the couch could become free floating at the subframe interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The inadvertent motion of the sub-frame may cause a potential operator/technician entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for patient loading/unloading or for operating the system controls from the gantry panel. Furthermore, the patient is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub-frame when the service latch is not engaged. CT engineering determined this issue to be an acceptable risk. Te following mitigations for this issue include: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. A. Brilliance CT IFU (v2.3) - section 1.10 ("training") execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. A. Brilliance CT IFU (v2.3) - section 4.4 (¿daily checks¿) service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. A. Br 16/16p iq and dose testing instructions (section 1 - introduction) b. Br 16/16p iq and dose testing instructions (sections 5 & 6, table 3) c. Execution of auto iq tests, per service instructions, enables detection of table position errors. D. Br 16/16p iq and dose testing instructions (section 1 - introduction) e. Br 16/16p iq and dose testing instructions (sections 5 & 6, table 3) for oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. A. Brilliance CT therapy table top installation instructions - p.17 b. Brilliance therapy table top installation instructions - p.10 during a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. Field safety notification (fsn 72800614) was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. The fse re-secured the service latch and rebooted the system to resolve the issue. The cause of the event could not be determined based on the information provided; however, the fse informed that the service latch became loose and was not engaged.

Manufacturer narrative:
(B)(6). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation.